Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 160 mcg/ml fentanyl at 51.25 mcg/day, 12.8 mg/ml dilaudid at 4.10 mg/day, 180 mcg/ml clonidine 58 mcg/day, and 180 mcg/ml baclofen at 58 mcg/day via an implantable pump for non-malignant pain. It was reported that starting on (B)(6) 2017 the pump was having motor stalls and recoveries. The patient had not recently had an MRI. Then on (B)(6) 2017, after the hcp updated the pump for a refill, he received an attention dialogue box alerting him to another stall. It was confirmed the pump was currently in a stall. It was confirmed there were no emi/magnetic sources present. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.